Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. During the programming session it was noted that the device had shorted electrodes and open circuits. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
A review of the device history record was performed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed as well as dents on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires between the electrode ground ring and the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection revealed broken wires between the fantail and the electrode ground ring. It is believed that these breaks caused the short and open circuits reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9, disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.